Event description:
The customer initially reported that the device handle would no longer open. The device was removed from tissue with no blood loss and no tissue damage. There was no patient injury. The incident device was returned and a visual inspection revealed that the ski lever pin was missing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.